Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer states that he is currently have symptoms of high blood sugar. He fells thirsty and all the symptoms of high blood sugar. Customer states that he is a cancer patient and is taking a lot of steroids. Medical attention is not reported at this time. Meter serial # and test strip lot# not provided.